Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter continued to prompt the "apply sample" symbol after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began approx 10 days prior to contacting lfs. The cca documented that the pt manages her diabetes with oral medications; however, it is not known what action, if any, the pt took regarding her diabetes management as a result of the issue. Approx 30 minutes after the issue began, the pt claimed she began to feel dizzy and developed a dry mouth. At the onset of the symptoms, the pt reported testing with a neighbor's meter and obtaining a reading of "21 mg/dl." The pt stated she drank orange juice and 30 minutes later she retested her blood glucose on a relative's meter and obtained a result of "41 mg/dl." At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the test strips were drawing the sample into the test area. The issue remained unresolved when the pt retested with a different test strip at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.